Event description:
The machine splattered and pt complained of a burn in his eye. Dr used another machine to finish the procedure. Dr called co to inform them about device. Co stated that they were aware of the problem. They were redesigning the machine.